Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: device with fluid. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Additional, changed, and/or corrected data: b.5, h.6.

Event description:
Healthcare professional additionally reported that the valve delaminated from the shell.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.